Event description:
Please refer to the initial report.

Manufacturer narrative:
The logbook of the affected evita 4 was available for the investigation. Based on the logbook evaluation, the reported warm start on (B)(6) 2020, 04:02 p.m. Could be confirmed. The root cause of the warm start is very likely a high-frequency interference coupling or an electrostatic discharge beyond the requirements of iec 60601. Both the user-specific configuration and integration of the evita 4 into the hospital network as well as the reported construction activities and associated disturbance variables could cause the problem. In addition, the logbook contains an entry for a user action at the time of the warm start (pressing the alarm silence button), so that an electrostatic discharge of the user as the cause of the warm start cannot be excluded. The logbook contains no entry for a technical error. The evita 4 is designed and approved in accordance with the requirements of the iec 60601 standard and the associated standards that define the immunity barriers against external interference. However, if external interference occurs above these defined limits, an internal deviation may occur within the device, which, as reported, can cause a warm start. For a warm start, the device switches itself off for a short time and then on again and during this time opens the emergency breathing valve to allow spontaneous breathing of the patient. After successfully completing the start sequence (approx. 8 seconds), ventilation is continued with the previous parameters. Immediately after the start of ventilation, an alarm "mv low" is triggered until the applied gas volume is greater than the set lower minute volume limit. The device has reacted as specified and tried to remedy an internal deviation by a warm start; this warm start was accompanied by a visual and acoustic alarm. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up repot.

Event description:
It was reported that the device performed a restart during ventilation on the (B)(6) 2020 at 04:02 p.m.. There were no patient consequences reported.